Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and high pace impedance. The patient had a chest x-ray which revealed that the rv lead had dislodged. A revision procedure was performed. During the revision procedure the rv lead perforated the heart wall, and the patient was required to stay an extra night in the hospital. The rv lead was explanted and replaced. No additional adverse patient effects were reported.